Event description:
It was reported that a homechoice (hc) had an inaccurate fluid reading. The total volume used was different from the hc than the actual consumption. The total flushing volume recorded on the hc was 9940ml including last fill, but total volume consumed from used bags was about 6500ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for evaluation. The service history review revealed no previous service events that would cause or contribute to the reported problem. The reported problem was not identified during the event history log review. A short simulated therapy was performed. Functional testing was performed. A visual inspection was performed. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. The direct cause of the problem was undetermined.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.